Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had beep anomaly. Customer stated that the insulin pump was failed in beep test. No harm requiring medical intervention was reported. The insulin pump not be returned for the analysis.